Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion which was not reproduced during evaluation. Constant downstream occlusion were verified through a review of the event history log and found to be caused by an out of specification downstream values. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion during preventive maintenance testing. The event happened at the biomed service. There was no patient involvement. No additional information is available.